Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the customer´s site to investigate. The service representative noticed that the pressure regulation set point of the unit was at 200 mmhg and the stop was at 500mmhg. As per design, the pressure regulation and the stop shall be set within the range of 25-50 mmhg. The discrepancy in the set-point has being identified as cause of the reported issue. The service representative set the values as per design and no further issues were identified. A technical safety inspection of the unit was performed without further issues and the unit was returned to service.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(6) received a report that the arterial pumps of the s3 console appear to randomly slow down on their own before slowly speeding back up. No alarms were displayed. There was no report of patient injury.